Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered 4 rubber feet at the bottom of the housing with weak suction force, power switch in the front was damaged with broken protective cover and the led was not lighted up, the plastic cap was torn off, the air joint unit and connector socket in the front was worn out and the air/water tubing inside was bent and old. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation, the switch cover was broken on the maintenance unit. Additionally, the resistor that connects directly to the light bulb looked fried. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, no definitive cause could be identified as to why the led failed ot light up when the power switch is turned on. Olympus will continue to monitor field performance for this device.